Event description:
Reportedly, during the follow up on (B)(6) 2011, the physician observed that oversensing episodes were recorded in the device memory. The physician asked for an explanation.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.